Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. Troubleshooting found that the connections within the monitor were loose. The reported issue was resolved by reseating the connections within the monitor. The navigation system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor for the navigation system was flickering. No additional information was provided. There was no patient present when this issue was identified.